Event description:
It was reported that the patient had a non-device related fall and fell on the battery and back. It was noted that one of the spinal cord stimulation (scs) leads was fractured. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted device will not be returned per physicians preference.